Event description:
It was reported "during the surgery for the patient, it was found that the patient's blood oxygen test value dropped rapidly, after the situation appeared, the on-site medical staff immediately checked the oxygen supply facilities and the related connecting pipeline, and found that the double-lumen bronchial intubation used was leaking, and the on-site medical staff immediately replaced the new bronchial intubation, and then the surgery was completed normally." No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the surgery for the patient, it was found that the patient's blood oxygen test value dropped rapidly, after the situation appeared, the on-site medical staff immediately checked the oxygen supply facilities and the related connecting pipeline, and found that the double-lumen bronchial intubation used was leaking, and the on-site medical staff immediately replaced the new bronchial intubation, and then the surgery was completed normally." No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).